Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter was retrieved and upon inspection of the device, it was badly mangled. The doc wanted it sent in to check it." Additional information received (B)(6) 2018: "the filter was removed on (B)(6) 2018. It looked like a secondary limb was damaged and pulled out all the way at the apex. The filter was retrieved smoothly; the patient had not complained of any pain or discomfort pre or post removal. The venacavagram appeared normal pre and post removal". Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.

Event description:
Description of event according to initial reporter: "the filter was retrieved and upon inspection of the device, it was badly mangled. The doc wanted it sent in to check it." Additional information received 18apr2018: "the filter was removed on (B)(6) 2018. It looked like a secondary limb was damaged and pulled out all the way at the apex. The filter was retrieved smoothly; the patient had not complained of any pain or discomfort pre or post removal. The venacavagram appeared normal pre and post removal". Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: a celect platinum filter was returned and an investigation found one secondary leg slightly mangled. Remaining primary and secondary filter legs were evenly distributed and without any damages. The implant period is unknown, no imaging was provided, and it was not reported, if the filter was retrieved by use of a cook retrieval device, but it is noted that "the filter was retrieved smoothly, the patient had not complained of any pain or discomfort pre or post removal". Therefore, it is suggested that the mangled secondary filter leg had been unevenly distributed pre removal, too, but that this was not visualized on the venacavagram. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.